Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to severed blue (can l) and green (+3.3v) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the damaged wires was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt and reported that it was unable to communicate with a test monitor.